Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, abrupt temperature changes had occurred to the pump just prior to the occlusion alarms occurring. The customer's blood glucose levels ranged between 268-476 mg/dl. A supply change was performed to address the occlusion alarms and additional occlusion alarms occurred. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. The customer successfully delivered a bolus while preventing any abrupt temperature changes to the pump without an additional occlusion alarm occurring.